Manufacturer narrative:
(B)(4). Concomitant medical products: 010000925, g7 hi-wall e1 liner 32mm c, 3611147; 010000934, g7 hi-wall e1 liner 36mm d, 3588475; 010000838 g7 neutral e1 liner 28mm d 3373672. Report source, foreign ¿ events occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage to the shell. The inner radius and rim of the shell exhibit scratches and scuffing. The threads at the apex of the shell's radius appear to be slightly gouged and deformed. A small amount of bio debris was observed in 1 of the scallops. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00536, 0001825034 - 2018 - 00537.

Event description:
It was reported that three liners could not be fixed into the shell. The surgery was finished with a backup product. The shell was explanted. Attempts have been made and additional information on the reported event is unavailable.